Manufacturer narrative:
The reported unidentified blockage could not be confirmed during device testing; no failure related to the reported issue was identified. However, another device issue was found. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 during the loading process. The customer's blood glucose (bg) level was 200 mg/dl and insulin injections were used to address the bg level. The customer was to use insulin injections to manage diabetes.